Event description:
Company representative reported on behalf of physician "echo confirmed swelling", "performed an ultrasound-guided puncture on the mass that was suspected to be a lymph node", "the sample obtained by puncture was not a lymph node but was suspected to be silicone, so implant rupture was suspected" and " the implant inside was slightly cloudy and contained what appeared to be air." Record is for right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. ¿ product discolored: not observed. ¿ bubbles: not observed. ¿ lymphadenopathy: unable to observe as it is not related to the device. No other observations observed, no further actions are required.

Event description:
Company representative reported on behalf of physician "echo confirmed swelling", "performed an ultrasound-guided puncture on the mass that was suspected to be a lymph node", "the sample obtained by puncture was not a lymph node but was suspected to be silicone, so implant rupture was suspected" and " the implant inside was slightly cloudy and contained what appeared to be air." Record is for right side. Device has been explanted.